Event description:
The customer reported that there was a speaker malfunction error. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
The philips remote service engineer (rse) spoke to the customer and determined that the speaker malfunctioned and needed to be replaced. The customer was provided a replacement speaker to resolve the issue.